Event description:
The customer reported that their propaq encore had an unexpected shutdown during ECG monitoring. After restarting the monitor, they saw an error appear in the display (the customer was unable to describe the error). There was no report of any patient harm as a result of the reported event.

Manufacturer narrative:
This event is being reported in an abundance of caution. The device evaluation is not yet complete. A follow-up report will be submitted with the evaluation is complete.